Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The day after peritonitis diagnosis, the patient was hospitalized and treated with ceftazidime injection (1g, once daily, intraperitoneal, discontinued) and vancomycin injection (1.5g, every 5 days, intraperitoneal, discontinued) for peritonitis. Two days after admission, the patient was discharged from the hospital. On an unknown date, the patient recovered from the events. Pd therapy is ongoing. No additional information is available.